Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that an emt visited the customer in the middle of the night due to an hypoglycemic event. The patient's blood glucose at the time of incident was 11 mg/dl. No further details were given, and the customer does not wish to receive a call about the situation. No products were shipped or returned.